Event description:
On 17 april 2024,senseonics was made aware of an incident where user experienced bruising,pain at the insertion site which led to sensor removal.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the user reported pain and bruising at the insertion site. During an initial call, the user reported that their symptoms were progressively worsening, but during a follow up the user reported they were staying the same. The user decided to have the sensor removed. The user was advised to contact hcp to make an appointment. No further information is available at this point of time.symptoms like pain and bruising at the insertion/removal site are a known and anticipated potential adverse effect, which does not require additional investigation.no further resolution was found necessary for this complaint.